Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A graphic user interface (gui) printed circuit board (pcb) and power supply were returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. No errors were found in the diagnostic logs. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated.

Event description:
It was reported that the 840 ventilator had loss of communication errors while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.